Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip (female connector) of a minicap extended life pd transfer set ¿was slightly loose/not properly secured¿. This occurred while training a new patient for peritoneal dialysis therapy when the nurse was removing the ultra bag which was attached to the transfer set. The separation was further described as "when the nurse tried to disconnect, the tip screwed off with the tip and the ultra bag." The nurse stated that they had to twist back the ultra bag to tighten the transfer set before disconnecting and taking it off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.